Event description:
The customer reported that the device had all three (attention, charge pak and wrench) icons illuminated and it would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be two electrically shorted internal batteries, designator bt1 and bt2, on the analog pcb assembly. A replacement device was provided to the customer.